Manufacturer narrative:
Follow up information received on 24-feb-2016: no further information could be obtained despite follow up attempts. Company causality comment: this spontaneous and medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and had essure removed due to headaches. This event is serious due to medical importance and listed in the reference safety information for essure. Although in this case limited information was informed, considering headaches may occur during essure use, causality with suspect insert cannot be excluded and since the event led to a device removal (intervention implied), this case is regarded as incident. Based on the available information, no product quality defect was confirmed. Further information could not be obtained.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 15-dec-2015, referring to ptc global number (B)(4): final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, no product quality defect was confirmed. The reported medical events is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and had essure removed due to headaches. This event is serious due to medical importance and listed in the reference safety information for essure. Although in this case limited information was informed, considering headaches may occur during essure use, causality with suspect insert cannot be excluded and since the event led to a device removal (intervention implied), this case is regarded as incident. Based on the available information, no product quality defect was confirmed. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Incident (device removal; required intervention implied). Anticipated. This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date and experienced headaches. Essure was removed due to the headaches. Company causality comment: this spontaneous and medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and had essure removed due to headaches. This event is serious due to medical importance and listed in the reference safety information for essure. Although in this case limited information was informed, considering headaches may occur during essure use, causality with suspect insert cannot be excluded and since the event led to a device removal (intervention implied), this case is regarded as incident. Further information and technical assessment have been requested.